Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the electrode belt trunk cable being cut from the distribution node (dn), causing fault. The belt was unable to pass detect and treat testing. The root cause for the cut trunk cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (unable to complete baseline) was isolated to a defective u612 inverting charge pump on the ca board. Upon investigation the monitor was unable to complete a baseline and detect and treat testing. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. There was no adverse event that resulted from the damaged monitor.

Event description:
-A us distributor reported that a patient's electrode belt's cable was damaged. -a us distributor returned a monitor and reported monitor was unable to complete baseline.